Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient visited the emergency room for the manifestation of the peritonitis, but was not admitted to the hospital for the event. The cause of the peritonitis was unknown. On the day of onset, the patient began treatment with cefazoline 1 vial once a day intraperitoneally for three days and fortum 1 vial once a day intraperitoneally (duration not reported) for the peritonitis event. Four days after onset, the patient began treatment with vancomycin 2 vials once per five days intraperitoneally (duration not reported) for the peritonitis event. Treatment with vancomycin and fortum was reported to be ongoing at the time of this report. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.